Event description:
It was reported that during a sigmoid colon resection procedure that after firing the device the donuts were not intact and there was a hole in the anastomosis. Surgeon over sewed the anastomosis to close the hole. Leak test preformed and no bubbles were detected. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. D4 batch # unk. B3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please provide more details for "there was a hole in the anastomosis"? 2. Did the device staple? 3. Were the staples deployed into the tissue? 4. If yes, what was the shape of the staples (b-formation, irregular, legs straight)? 5. Were the staples seen in the surgical field? 6. Did the device cut? 7. Was the cut line fully circumferential around the target tissue? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.